Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving morphine (concentration 20mg/ml, dose 4.4 mg/day) and clonidine (concentration 300 ug/ml, dose 66) via an implantable pump. On this report date, the patient experienced underdose symptoms and was hospitalized. A catheter check was done and the dye medium was accumulated in the pump pocket. There was no back flow of liqor. It was unknown as to what may have led or contributed to the issue. As an action/intervention to resolve the issue, the catheter explant was planned for the evening of this report. At the time of this report, the issue was not resolved and patient status was alive - no injury. On 2016-may-11th the manufacturing representative reported additional information indicating that the catheter was occluded therefore a new catheter was implanted. It was noted that no material would be sent for analysis

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The clonidine dose was 66ug/day. In addition, the notified date for information reported by the manufacturer on may 11th was may 9th.

Event description:
Additional information was received on (B)(6) 2016. The specific underdose symptoms were reported as loss of therapy effectiveness (more pain), feeling of sickness, and nausea. The indication for use was chronic back pain (failed back surgery syndrome). At the time of this report, the patient was doing fine and therapy was effective again

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.